Event description:
Device was returned for downstream air sensor failure. During testing the pump would alarm after a few moments during itself check procedure. The alarm occurred after excessive pneumatic charge attempts but before a cassette was inserted. The pump was reverted to manufacturing mode and was able to pass admin set ID testing including detecting air and fluid successfully. The pump failed pneumatic hardware testing consistent with a valve 1 failure.

Event description:
The following has been reported: biomed reported: "need service, not sure why. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.